Event description:
It was reported that a system error (se) 2240 alarm (air in set/line) occurred on the homechoice device during dwell three of four. This event occurred during the initial drain of peritoneal dialysis therapy. There was an open clamp on an unused supply line. The home patient was connected at the time of the event. The technical service representative had the home patient close all of the clamps and cycle power to clear the alarm. The technical service representative explained the alarm to the home patient and advised that the homechoice has ended therapy. The technical service representative advised the home patient to ensure that they drain before next fill and to inform the registered nurse of the alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the home patient had an open clamp on an unused supply line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.